Event description:
It was reported that while wearing contact lenses a patient experienced a corneal ulcer in one eye. Medical attention was sought. No other information was reported. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The lot number is unknown, however, a sample was returned for evaluation. The product evaluation determined that the samples were returned were within manufacturing specifications. A trend review was performed and no adverse trends were identified. The root cause could not be determined. (B)(4).